Event description:
It was reported there were high impedances on electrode 7. Impedances were taken in neutral and with the patient's left arm up and it was found the impedance fluctuated with 0-7 remaining high but getting about 500 ohms to 1000 ohms higher. It was noted they would continue to work with programming. It was noted the patient had good stimulation and then one week prior they reached up and felt something strange and lost stimulation. Electrodes 8-14 had stimulation on both sides of the body when the patient was looking for stimulation on the left side. It was noted 8-14 had normal impedances. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743fa, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was a trail. No further information was provided.

Manufacturer narrative:
(B)(4).